Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 had bad rails. The field service engineer (fse) identified that drawers 2.1 and 2.2 needed to be replaced. The fse swapped them out using one of the customers unused new drawers already available onsite. The drawer replacement was completed successfully. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a cubie drawer failure had occurred. Drawer 2.1 on the main unit was displaying as ¿device not detected,¿ and all cubies associated with that drawer were also showing as undetected. The customer performed both a soft reboot and a hard reboot of the machine, but the issue remained unchanged. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care as they unable to get the medication. There were no adverse events or injuries reported based on this event.